Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2024 was used as estimate, as it was reported that the event occurred in december.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump riding high in the scrotum. Physician stated it may be due to the new location of the reservoir tubing connecting to the tenacio pump. No additional information was provided.